Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Certain that the stapler was fired plastic to plastic doesn't know about tissue distribution, but surgeon is very diligent about making sure it is evenly distributed unknown pre-existing conditions or if they contributed to the thickness of the tissue surgeon generally consents for the possibility of a colostomy.

Event description:
It was reported that during a low anterior resection, the device was fired and everything was normal. They checked the donuts and there were a couple of unformed staples on the donut. A rigid protoscope was used to check for leakage and there were bubbles. The leakage was coming from the posterior aspect of the anastomosis. Oversewing was attempted, but they were still getting bubbles. The leak was too low to perform another anastomosis. The patient received a permanent colostomy.